Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer called to say that all ibd brushes he uses are not holding up and they are bending and breaking after a few uses.